Event description:
An endurant stent graft system was implanted in a patient for the treatment of a fusiform 9.6 abdominal aortic aneurysm approximately three years ago. Vessel morphology was reported as the proximal aortic neck was 23-28 mm in diameter and 20 mm long. The right iliac artery was 11-13 mm in diameter, and left iliac artery was 11-12 mm in diameter with mildly tortuosity. At the index procedure the patient had a type ii endoleak from multiple collateral vessels and at the one month follow-up. It was reported that one year post index procedure the stent graft had migrated 4 mm distally without an endoleak. No intervention has been reported. At the two year follow up there was no intervention for the migration and there was no endoleak. It is reported that the device is well-positioned. It was recently reported that the patient was converted to an open repair. The implanted stent graft was removed and replaced with another stent graft due to aneurysm expansion. The investigator assessed this event to not be related to the device or to the procedure. No further clinical sequelae were reported.

Event description:
Additional information was received for this case. It was reported that the patient presented emergently due to symptoms of paraplegia (neurological complications - stroke). The patient had surgery on the right corotid artery and discharged to a rehabilitation center. Investigator indicated not related to the procedure or the study device.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (type ii endoleak). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Manufacturer narrative:
(B)(4).